Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt went to the hosp following the event and will continue wearing the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4): reuse; electrode belt (B)(4): 06/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us dist contacted zoll to report that a pt experienced seventeen inappropriate defibrillation treatments. Atrial fibrillation with a rapid ventricular response at 219 bpm, 225 bpm, 196 bpm, 204 bpm, 225 bpm, 207 bpm, 229 bpm, 225 bpm, 218 bpm, 206 bpm, 245 bpm, 233 bpm, 237 bpm, 234 bpm, 177 bpm, 222 bpm, and 229 bpm contributed to the false detections. A review of the downloaded data confirms that the response buttons were pressed intermittently during the event. The pt went to the hospital following the event and will continue wearing the lifevest.